Manufacturer narrative:
Patient age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported thrombus on the device occurred. A left atrial appendage (laa) closure procedure was performed. A watchman flx left atrial closure device was implanted. During a control echocardiogram, a thrombus was detected on the closure device. The patient's medication was changed. There were no patient complications and the patient's condition is stable.

Manufacturer narrative:
Brand name updated from watchman flx¿ left atrial closure device with delivery system to watchman ® laa closure device & delivery system. Upn - search updated from unk878- watchman flx delivery system - cmc - (B)(6); (intervent cardio) - (B)(4)- watchman delivery system - cmc - (B)(6); (intervent cardio) - (B)(4). Upn updated from (B)(4). (B)(4).

Event description:
It was originally reported that the device was a watchman flx¿ left atrial closure device; however, the correct device is a watchman ® laa closure device & delivery system.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was prescribed sintrom and adiro after the implant procedure in (B)(6) 2015. After (B)(6) days, a control transesophageal echocardiogram (tee) was performed and there was no thrombus or leaks. In (B)(6) 2016, the patient was in atrial fibrillation rhythm and needed cardioversion. A control tee was performed and a thrombus was discovered over the device. Clexane 80 was prescribed. In (B)(6) 2016, a control tee confirmed the thrombus disappeared.